Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 371 mg/dl, with excess urination and thirst, and moderate ketones. The patient consulted the health care provider, changed the insertion site, and self-treated with insulin via injection and via pump. Patient states they programmed 2 boluses that are not recorded in history, for bg correction. Troubleshooting with customer support did not identify a known cause for the missing bolus records and the patient was advised to discontinue pump use. This complaint is being reported because the patient experienced hyperglycemia and the issue of the missing bolus records was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.